Event description:
The patient underwent successful stenting in the vertebral basilar junction. The patient was supposed to be discharged the following morning, though he was noticed to have right facial droop, as well as intranuclear ophthalmoplegia. A CT angiogram was taken and showed the stent was patent. However, areas of infarcts were also noted. An MRI was done with and without contrast revealing small infarcts in the posterior pontomedullary junction, as well as the right cerebral hemisphere. A small infarct was also seen in the left thalamus, left cuneus and the right angular gyrus. Patient was discharged in good condition to a rehabilitation center.

Manufacturer narrative:
(Other): no alleged device malfunction or non-conformance.